Event description:
It was alleged that a cot dropped one level with a patient on it, that it was raised back up, and that it dropped again. Reportedly, the patient was not injured but, allegedly, an emt sustained a wrist injury. The extent of the injury would not be disclosed except to say that it was not broken.